Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial component and is experiencing pain and instability. It was also reported that the patient received a tm patella implant on (B)(6) 2014. A revision surgery is in discussion for the tibial component; however, it has not been scheduled as of this notification. There is no indication that the tm patella was or will be revised. Note that the persona tibial component is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates tht it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated